Event description:
It was reported that pump declared altitude alarm and customer¿s blood glucose rose to a high level, although exact value was unknown, with insulin delivery suspended and no immediate corrective action taken by customer. Customer worked with technical support to remove and clean obstruction from speaker holes, reload cartridge, and attempt to resume insulin, but altitude alarm recurred, so technical support instructed customer to wait for moisture to evaporate; when issue persisted, pump and cartridge were replaced, customer was advised to use multiple daily injections as backup, and was given instructions for storage mode, pump return, and setting up replacement pump and connected devices.